Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal procedure to replace the device due to normal battery depletion this left ventricular (lv) lead was removed due to high thresholds. It was difficulty to remove the lead thus part of the lead was removed while the rest remained in the body. No adverse patient effects were reported.